Event description:
Advanced bionics was informed that the pt was unable to use her external equipment due to severe pain when external headpiece was in place. Testing performed by a company representative confirmed that the device is functioning. The pt' device was explanted. The pt was re-implanted with another advanced bionics cochlear implant.